Event description:
Smoke was coming from device (oxygen concentrator) and it was moved out of house onto balcony were fire broke out. The fire was put out with water.

Manufacturer narrative:
Device is being returned from (B)(6) to airsep corporation in the USA for evaluation. A follow up report will be sent after the device has been evaluated.